Manufacturer narrative:
Correction g4: PMA / 510(k) # added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: complaint is confirmed by the picture provided by the customer. The manufacturing process was reviewed, and the handle of the affected part is minimum, just pick and place into the packaging, no additional assembly. DHR doesn¿t show anomalies reported and mes-cia pictures show that all the pieces produced in the order are in good conditions; however, product event notification and awareness was given to the production personnel about the implications and consequences that reported defect has on the field. Assessment against the medtronic risk management file pfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that when extracorporeal circulation was started, the target flow was reached, the system for administration was purged (stopped rollers and clamped outlet). The customer prepared to lower the flow since they were going to clamp the aorta and at that moment the customer observed the existence of air in the arterial cannula. The customer immediately stopped the flow and clamped the arterial and venous lines. When reviewing the extracorporeal circuit, no air was evident in it, the arterial line had no air in its course and the cardioplegia line was not depurated. The customer re-circulated the circuit and there was no evidence of macro air to explain this event. Subsequently, a suggestion was made to change the membrane. See attached photos. The device was replaced by another manufacturers product to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the device was checked for damage during the event and after the event but it was not possible to identify any damage to the external part of the device. The pump was immediately stopped after the air was identified in the arterial cannula. Presence of air could not be identified during a quick survey after this. The physician joined the arterial line with the venous to recirculate the device and immediately after the recirculation began, small bubbles appeared from the arterial line. There were no other appearances of air during recirculation. The cause of air intake was not determined. Medtronic received additional information that when opening the device, defects were not detected, because the crack was very small. The customer proceeded to make the assembly on the twin rollers of the ss stockert machine and the connection of the device to the minor recirculation line of the extracorporeal circulation circuit. The circuit was purged using the volume of primacy of the extracorporeal circulation circuit, taking advantage of the positive pressure exerted by the main roller towards the recirculation line which is connected to the myotherm device. Once purged to the point and the connection lines of the cardioplegia, the twin rollers were started at 5 rpm to purge the rest of the device; however, leakage of the crystalloid (drip) was evidenced at the point of the fissure described above. The was a leakage of the primate solution through a crack that brought the device.